Event description:
It was reported that during a lap gastric bypass procedure, while activating the generator the device indicated a faulty signal. The device was not performing normally and seemed a bit slow. As the surgeon extracted the device, the or nurse was about to wipe the device jaws and the active blade broke in two pieces. The tip fell on the tray and not inside the patient's abdomen. No patient consequences were reported.

Manufacturer narrative:
.